Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a hemicolectomy procedure, the clip was ejected from the device. A nother instrument was used to complete the procedure with no pt consequence.